Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 16. There was no reported impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, but the malfunction code recurred. As a result, the customer was advised to use a backup therapy, specifically multiple daily injections (mdi), to ensure insulin delivery continuity. Technical support arranged to send a replacement pump with updated software and provided instructions for returning the faulty pump. The customer understood and acknowledged all instructions and resolutions provided.